Event description:
Customer reported that approximately two weeks prior to calling on (B)(6), 2015 his adc blood glucose meter would not turn on, noting it was "not working". Customer further reported he was experiencing a "migraine" headache, "was sweating" and "feeling weak and lethargic". Customer self-presented to a local healthcare facility where he was diagnosed with hyperglycemia and treated with insulin via intravenous infusion and an unspecified "pain reliever". He also noted being prescribed glipizide 5 mg and insulin, but he could not recall the dosage of the insulin to be taken. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
This is a final report. The customer's meter was returned and an investigation utilizing the meter, retained test strip (lot no: 1475412) and a retained battery has determined the complaint is not confirmed. Meter powered on with button depression and test strip insertion. No new issues were observed. Blank screen was not observed. Note: the date of event is unknown. All pertinent information available to abbott diabetes care has been submitted.